Event description:
It was reported that the lead warning triggered, and the atrial lead exhibited oversensing and low impedances. The lead was programmed off, and remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.